Event description:
Per mdrf, this system was removed due to infection. A new system was implanted in 2007. The explant dates are approximate. Also removed were: lumax 340 dr-t, MDR 1028232-2007-00402. Linox sd 65/16, MDR 1028232-2007-00403. Arox 45 jbp, MDR 1028232-2007-00404.